Event description:
It was reported that temperature values were not displayed, and no temperature error message occurred. During preparation for a procedure to treat premature ventricular contractions (pvcs), an intellanav stablepoint open-irrigated catheter was selected for use. Upon connection to a non-boston scientific generator, temperature values were not displayed. The catheter was replaced, resolving the issue. The procedure was completed successfully without patient complications. The device has been disposed of and is unable to be returned for analysis. Additional information was obtained through good faith and effort. It was clarified that no error message that we could see in rhythmia or on the generator itself. Troubleshooting was performed by reconnecting the system, restarting the generator, changing the generator's program, and changign the cable. However, issue persisted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation, thus a cause could not be established. If there is any further relevant information obtained, a supplemental medwatch will be filed.